Event description:
06/13/2025: complaint received at synergeyes. 06/24/2025: complaint was processed, RMA created and sent to qa and consultation for further evaluation. 06/24/2025: (B)(6) inspected: found scratches and smudges at surface inspection, no tears or cracks found. Parameters measured are within vial label specifications. Scratches and smudges are consistent with care and handling. 07/01/2025: consultation department has not been able to get more details from ecp. Will reach out again. 07/11/2025: consultation department received voice mail from office staff stating they were leaving on vacation. Stating that the potential injury (abrasion) was caused by the patient inserting a torn lens and then wearing the lens. They do not feel the lens product is at fault, (more pt handling). Dr. (B)(6) prescribed tobradex (combination antibiotic/ steroid) drops for 7 days od only, four times a day. All symptoms have resolved at this time. Although the patient is doing well now, synergeyes has decided to file at this time to be on the safe side.